Event description:
It was observed that during the device evaluation, the camera head exhibited a watertightness issue. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation confirmed a watertightness issue. A review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device. This report will be supplemented if any additional relevant information is received.